Event description:
Customer reported that pump did not warn when the battery was low. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.